Manufacturer narrative:
The reported events of sensing noise, mode switch, pmt (pacemaker mediated tachycardia) were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Event description:
A voluntary medsun report was received stating that the right atrial (ra) lead exhibited oversensing noise, resulting in inappropriate automatic mode switch (ams), and the implantable cardioverter defibrillator (ICD) also exhibited oversensing noise, which resulted in inappropriate ams and pacemaker-mediated tachycardia (pmt). Both the ra lead and the ICD were explanted and replaced. The patient remained in stable condition.